Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported failed battery test. If a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. No patient involvement reported.

Manufacturer narrative:
The manufacturer's field service engineer replaced the internal battery to resolve this issue.